Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad and the esc button would not respond. The insulin pump was scrolling up and down on the bolus wizard in the blood glucose and carb portion. The blood glucose reading was 280 mg/dl. No significant events leading to the keypad issues were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.